Event description:
Same case as MFR #: 2134265-2013-02014, 2134265-2013-02015. It was reported that during a stenting treatment procedure, a dissection, stent foreshortening and patient death occurred. The patient presented with myocardial infarction. The 80% stenosed target lesion was located in the moderately calcified unprotected left main artery. Tortuousity was noted to be "complex." Pre-dilation was performed with a 2.5x20mm apex balloon. The 3.50x28mm promus element coronary drug-eluting stent and another unspecified stent were implanted using a t technique in the left main. Post-dilation was performed with an unspecified 4.5x15mm "quantum" balloon. A type d dissection, which occurred at an unspecified time, was noted in the middle third of the left anterior descending artery (lad). While attempting to place an unspecified stent in the lad, the physician observed the promus element stent had shortened by 5mm. A non bsc drug-eluting stent was implanted in the left main toward the circumflex artery to treat the shortening of the promus element. The patient expired 12 hours post procedure. The cause of death was listed as cardiogenic shock. Additional information was requested and is not available.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).